Event description:
Dealer states when tilted back front wheels come up off the ground.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.